Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "complains of right breast hardening", "capsular contracture, baker grade 3 right breast" and "right: radial folds are noted and right breast is more rounded in appearance"; MRI performed. The device has been explanted.